Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr; dr (B)(6) - (B)(6) (B)(6) 2018. Primary knee replacement performed on (B)(6) 2018 and revised due to infection (B)(6) 2018. Male patient initials (B)(6), aged (B)(6) years.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.